Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, bupivacaine, and baclofen via an implanted pump. The indication for pump use was spinal pain. On 03-mar-2026, the patient reported that they were allowed 18 boluses a day and it was taking them 3 minutes to take the bolus. The patient stated that the screen would get stuck at 90%. The patient also mentioned that they had a hard time holding the device because of their spasms. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect without a lag. The patient was going to call back if further assistance was needed. The patient called again on (B)(6) 2026 stating that they loved their therapy/device and that they wanted to know how to clear the data on the handset because the handset had been getting stuck at 91% since they got the devices and it took 3 minutes to deliver a bolus. The agent assisted the patient with clearing the data which resolved the issue.